Event description:
It was reported by service report that the pt right siderail will not stay up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: siderail assy.